Event description:
It was reported that during a percutaneous transluminal angioplasty, detachment of balloon shaft occurred. The 90% stenosed target lesion was located in the moderately tortuous severely calcified left superficial femoral artery. A 4 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation, upon removal of the balloon protector, it was noted that the balloon shaft detached without resistance. The procedure was completed with a 4-10 flextome cutting balloon . No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty, detachment of balloon shaft occurred. The 90% stenosed target lesion was located in the moderately tortuous severely calcified left superficial femoral artery. A 4 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation, upon removal of the balloon protector, it was noted that the balloon shaft detached without resistance. The procedure was completed with a 4-10 flextome cutting balloon . No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified a shaft detachment 25cm from the catheter tip. A pinch mark was present 15.5cm from the catheter tip also. The damage noted on the returned device is consistent with excessive force used during attempts to remove the balloon protector cap during preparation. The balloon protector cap was returned over the balloon. During analysis, it was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with a lot of force required. No further damage was noted to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was user error as the complaint information states that all air was not removed from the balloon prior to attempted balloon protector removal. The dfu lists the steps required to prep the device correctly for balloon protector removal. Failure to follow these steps may have contributed to this event. (B)(4).